Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump alarm could not be cleared. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump error 35 was noted in the pump history and critical pump error due to out of specification force sensor zero off set. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.